Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "iab blood detected" message. No blood was visible in the intra-aortic balloon catheter. The patient was switched to another unit and therapy was continued. No patient injury was reported.